Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during in situ use/treatment. A device history record (DHR) review of the packaging lot and sterilization records could not be performed since there was no reported lot number. The port was implanted into the patient 24 days prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not 24 days later. Device directions for use (dfu) cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use. Labeling review: the direction for use (dfu) provided with the port device contains the following statements: contraindications presence of infection, bacteremia, or septicemia. Warnings: the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. Contamination of the device may lead to injury, illness or death of the patient. Precautions: carefully read and follow all instructions prior to use after implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interaction. Potential complications: bacteremia, catheter thrombosis, death, inflammation, infection, thromboembolism, thrombophlebitis, tunnel infection, vascular thrombosis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Event description:
On or about (B)(6) 2020, plaintiff underwent placement of an angiodynamics bioflow single-lumen port product. The device was implanted by dr. (B)(6), md at (B)(6) for the purpose of providing chemotherapy. On or about (B)(6) 2020, plaintiff's defective device was found to have an infected catheter at the clavicular that required port removal and replacement. On or about (B)(6) 2020, plaintiff's defective port was removed by dr. (B)(6), md at (B)(6). After removal of this defective device, plaintiff was advised that the defective device caused the infection but does not recall being given any indication or reason to believe that: 1) that the risk of infection was increased by anything wrong with the defective device, 2) that the defective device was defective in any way, and/or 3) that the plaintiff's infection was caused or the risk was increased by a defect in the defective device. Plaintiff did not discover the heightened risk of infection related to the defective device's defect until (B)(6) 2023 when he saw social media ads that provided information on potential defects in port catheter products. It was at this point that plaintiff first realized that his fracture and his thrombus may have potentially been caused by someone else's wrongdoing.